Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for product analysis. Troubleshooting was successfully performed however the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged insulin pump error alarm found on august 25, 2022. Insulin pump passed the self test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant insulin pump error alarm during the rewind test. Successfully downloaded history files and traces using thus. Insulin pump was cut open to perform visual inspection and found a corroded motor home switch. No corrosion or moisture damage found on the electronic assembly, force sensor and vibrator assembly noted. Insulin pump error alarm was recorded and found in the formatted history file on the event date: august 25, 2022 01:09:47.000, august 25, 2022 01:09:47.000, august 25, 2022 01:30:40.000. Insulin pump error alarm was recorded and found in the formatted history file on: august 24, 2022 16:39:05.000, august 24, 2022 16:49:00.000, august 24, 2022 16:56:42.000, august 24, 2022 16:56:50.000, august 24, 2022 17:06:00.000, august 24, 2022 17:06:50.000. Insulin pump error alarm was recorded and found in the formatted history file on: august 25, 2022 01:08:44.000, august 25, 2022 01:09:15.000, august 25, 2022 01:10:57.000. August 25, 2022 01:31:58.000 no insulin pump error alarm on the formatted history file noted. Force sensor zero offset within specification (24.0 mv). A test motor was used and continued testing. The insulin pump rewind, load reservoir and no reservoir detected alarms properly. The insulin pump rewinds successfully. The insulin pump passed the rewind test. In conclusion, the insulin pump had a constant insulin pump error alarm during the rewind test was due to a corroded motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Insulin pump error alarm, insulin pump error alarm and a constant insulin pump error alarm during the rewind test were confirmed. Insulin pump error alarm, insulin pump error alarm and a constant insulin pump error alarm during the rewind test were due to a corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.